Manufacturer narrative:
Event date is estimated.

Event description:
It was reported the patient experienced high impedances and their lead was fractured. As a result, the patient's lead was explanted and replaced. Surgical intervention resolved the patient's issue.

Manufacturer narrative:
The reported high impedance was confirmed. The lead was returned cut in 3 pieces as a consequence of the explant procedure. Visual inspection identified all the wires were detached and pulled from the electrodes on the paddle. One electrode was missing from the paddle and there was instrumentation damage on the edges of the paddle. It was reported all contacts showed high impedance prior to explant. Additionally, it was reported the lead was fractured. As the lead segments did not have any broken wires and passed continuity on all channels, it was concluded the high impedance was caused by the broken wires on the paddle. Although the lead had some instrumentation damage, the root cause of the wire breakage was consistent with the lead being subjected to stress while in vivo.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.